Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported externalized conductors were observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.